Event description:
It was reported that during implantation of the intraocular lens (iol) into the patient's right eye, the capsular bag tore. The lens was removed and another lens placed within the same procedure. No reported patient injuries or complications were reported. No further information was provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. Visual inspection revealed that the lens was cut in half with surface residue adhering to both sides of the optic body, compatible with handling, such as during the implant and explant process. No other cosmetic conditions were observed in the sample returned. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing for this serial number were within specifications and in compliance. No deviations or non-conformances (ncr) related to the customer claim were generated. All pertinent information available to the manufacturer has been submitted. Placeholder.